Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a stuck grip with dried bio debris at the wrist. The instrument was installed on an in-house da vinci surgical system failed the self-check test. The instrument did not exhibit any damage or evidence of unintended use. Inspection of the instrument showed the over molded nut located between the grips and the clevis was stuck at the center of the two tang, thus preventing the grips from opening and closing. Review of the site's system logs found no conclusive evidence as to what caused the reported failure mode. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the jaws of the endowrist one vessel sealer instrument would not open even after the site attempted to open the jaws of the instrument manually. While there was no report of any patient harm, adverse outcome or injury, it has been concluded that the stuck over mold nut found during failure analysis evaluation could cause or contribute to an adverse event if the failure mode were to recur. It is unknown what caused the over mold nut to become stuck.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of the endowrist one vessel sealer instrument would not release. The site attempted to open the jaw manually, however, the jaw would not open. There was no report that any fragments fell inside the patient, patient harm, adverse outcome or injury.